Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an impedance issue as the impedance had switched automatically to unipolar mode per a low impedance measurement trigger. The patient was not symptomatic. It was suspected that the lead may have been damaged due to the length of time the lead had been implanted. The lead was capped and replaced during a device upgrade procedure. The patient was doing great post surgery.